Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter and 0.014 thruway guidewire were selected for an atherectomy procedure in unspecified locations of both the right and left limbs. During the procedure, the jetstream was successfully able to remove calcification in the left leg. Upon withdrawal of the device, it became stuck on the guidewire. After several attempts, the device was successfully removed from the guidewire. The device was re-primed for use in the right leg. During use in the right leg, the device became stuck to the guidewire again and it could not be removed. The patient could not be treated with the device. There were no patient complications reported. It was further reported that the procedure was indicated to treat the two femoral axes of the right leg, and also the femoral popliteal on the left leg. After the jetstream catheter and thruway wire became stuck during use on the right leg, they were removed from the patient as a unit. It was determined that the wire was unusable after this point. The procedure was completed with jetstream. Also, a stent was placed in the right leg. The patient condition after the procedure was well.

Manufacturer narrative:
Age at time of event is 67 years old. Device analysis by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. No guidewire was in the device when returned. The device and the catheter shaft were analyzed for damage. Visual analysis showed a severe kink located 9cm, 9.5cm, 13cm and 98.5cm from the tip. A .014 test guidewire was inserted into the device. The guidewire transcended through the device with no hesitations or restrictions until the severely kinked area where it stopped. Functional testing showed the device to function as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Event date: event date was not reported and approximated based on notification date.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter and 0.014 thruway guidewire were selected for an atherectomy procedure in unspecified locations of both the right and left limbs. During the procedure, the jetstream was successfully able to remove calcification in the left leg. Upon withdrawal of the device, it became stuck on the guidewire. After several attempts, the device was successfully removed from the guidewire. The device was re-primed for use in the right leg. During use in the right leg, the device became stuck to the guidewire again and it could not be removed. The patient could not be treated with the device. There were no patient complications reported.